Event description:
The customer reported that the device went blank while monitoring a pt's blood pressure. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The device did not recognize cables. The customer stated that the device displayed only pads. The op check test was run, which passed, but the customer still wanted the device to be checked by philips. There was no reported adverse pt impact. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.